Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between jul 20, 2023 and apr 21, 2025. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient indicated that the lens did not provide the anticipated visual clarity and comfort, particularly in varying light conditions and for near or intermediate tasks. The patient is now unable to read newspapers, tv lines, or see clearly over long distances. No further information available.